Event description:
A caller reported they did not observe drops of insulin at the end of the tubing during the tubing fill step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer was advised on proper techniques for loading the pump, including using room temperature insulin, and was instructed to fill the tubing properly. Customer technical support (cts) attempted to guide the caller through filling and loading a new cartridge, but the call was unexpectedly disconnected. Follow-up attempts by cts included callbacks where the customer did not answer, leaving a voicemail, and plans to send a follow-up email before closing the case.